Event description:
It was reported there was damage to the case. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case halve, lower case halve, high rate cover, rate control knob, both bail covers, and ring cover are broken. Analysis also found the heart wire block, all control knobs, and battery latches are contaminated. Main clear cover, one bail, the ring, and the caution label are missing. (B)(4).